Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged the device pressure drops after 2 hours also patient alleged woke up by chocking. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.